Event description:
It was reported that patient death occurred. A runway guide catheter was selected for use. During the procedure, when the catheter was being torqued to engage the coronary artery, the catheter became twisted. An attempt was made to pass a wire, but it was unsuccessful. After several more attempts, the physician pulled the knotted guide catheter along with the sheath through the arteriotomy, but the hub of the catheter became detached, leaving the rest of the guide inside the patient. After an attempt to snare the catheter failed, the patient was sent to computerized tomography (CT) where they passed away due to retroperitoneal bleed.

Event description:
It was reported that patient death occurred. A runway guide catheter was selected for use. During the procedure, when the catheter was being torqued to engage the coronary artery, the catheter became twisted. An attempt was made to pass a wire, but it was unsuccessful. After several more attempts, the physician pulled the knotted guide catheter along with the sheath through the arteriotomy, but the hub of the catheter became detached, leaving the rest of the guide inside the patient. After an attempt to snare the catheter failed, the patient was sent to computerized tomography (CT) where they passed away due to retroperitoneal bleed. It was further reported via medwatch 5114879 that during the urgent cath lab procedure, resistance was met when attempting to inject contrast.

Manufacturer narrative:
The device was returned for analysis along with an introducer sheath. Visual and microscopic observation of the runway device was performed at the catheter hub, shaft, and distal tip. The catheter hub was identified to have been completely separated from the proximal shaft end. The proximal end of the shaft was identified to have been damaged; however, the proximal shaft exhibited no damage other than the proximal end. Shaft kinks were identified 22 cm to 22.5 cm and 25.5 cm from the proximal end of shaft. Severe kinks and twists were also identified 11.6 cm to 16.1 cm from the distal curve and the distal curve was also identified with severe twists. The distal tip was identified separated from the shaft. Visual and microscopic observation of the introducer sheath was performed. The sheath was identified with kinks at the distal end of the sheath and the sheath tip was identified crushed.

Event description:
It was reported that patient death occurred. A runway guide catheter was selected for use. During the procedure, when the catheter was being torqued to engage the coronary artery, the catheter became twisted. An attempt was made to pass a wire, but it was unsuccessful. After several more attempts, the physician pulled the knotted guide catheter along with the sheath through the arteriotomy, but the hub of the catheter became detached, leaving the rest of the guide inside the patient. After an attempt to snare the catheter failed, the patient was sent to computerized tomography (CT) where they passed away due to retroperitoneal bleed. It was further reported via medwatch 5114879 that during the urgent cath lab procedure, resistance was met when attempting to inject contrast.